Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: thirty customer samples were received for evaluation. Visual inspection of the returned samples found an IV needle protruding out of the IV shield of one sample. No defects were identified in the remaining twenty-nine samples. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5202603. Conclusion: visual inspection of the returned samples found an IV needle protruding out of the IV shield of one sample. Most likely an equipment jam during needle assembly. Isolated event.

Event description:
It was reported that 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter had the needle sticking through the plastic covering while still in the box. No injury or medical intervention reported